Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error (open book) during testing. No unexpected alarms or pump suspended itself during testing. Insulin pump received with serial number label fading.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had a critical pump error alarm on the insulin pump. The alarm occurred when they were sleeping. The device suspended itself. They changed the battery. The customer¿s blood glucose during the incident was 16 mmol/l. Troubleshooting was performed. They were advised that the device will need to be replaced. The insulin pump will be returned for analysis.